Event description:
After firing, the anvil would not tilt and the unit could not be removed from the cavity. The surgeon converted to an open procedure. The surgeon removed the device by force and damaged the tissue. The staples were formed properly, but the tissue was not cut properly.